Manufacturer narrative:
Pump received with cracked&bleeding lcd glass, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip cracked end cap and scratched case.

Event description:
It was reported that the insulin pump was damaged. Blood glucose was unknown at the time of the incident. It was stated that the device was dropped and was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.